Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge and was using more than 150 units of insulin with multiple tubing fills, leaving usable insulin in cartridge above 50 units. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case and clean pneumatic area, but due to weak hand was unable to attach cartridge with case off, and reloading same cartridge did not resolve issue; technical support then partially guided customer through proper process to fill and load new cartridge until tubing fill began, after which insulin delivery resumed and no further assistance was needed.